Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of bipedal edema, abdominal enlargement, difficulty breathing, decreased urine output and peritonitis in a patient coincident with dianeal pd2 unknown bag therapy for continuous ambulatory peritoneal dialysis (capd). It was not reported if dianeal pd2 unknown bag therapy was ongoing. In (B)(6) 2012, approximately one week prior to admission, the patient experienced bipedal edema, abdominal enlargement, difficulty breathing and decreased urine output. On (B)(6) 2012, a consultation was performed which revealed an elevated creatinine (actual value not reported) and the patient was admitted to the emergency room (ER) to initiate peritoneal dialysis (pd). On (B)(6) 2012, a tenckhoff catheter was inserted. On that same date, the patient began treatment with dianeal pd2 unknown bag therapy (dose, frequency and lot number not reported) ip for capd. On (B)(6) 2012, the patient experienced peritonitis manifested by pineapple juice like drain and the presence of fibrin was noted in effluent. On an unreported date, the patient began remedial therapy with cefuroxime and azithromycin. The cause of the peritonitis was not reported. The outcome for the events of peritonitis, bipedal edema, abdominal enlargement, difficulty breathing and decreased urine output was unknown. Per the nurse, the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the events of bipedal edema, abdominal enlargement, difficulty breathing, and decreased urine output.